Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie was not located on the bus. The field service engineer found that the ethernet cable was plugged into the wrong port on the commsled and moved it to the correct port. Matrix drawer 1 was then detected; however, enhance half height drawer 2 was not visible. Upon opening the back panel, no lights were observed on the pyxis bus module board. The drawer was pulled out, and the drawer controller boards were tested, which identified that the drawer 2.1 controller board had failed. The fse replaced both the drawer controller board and the pyxis bus module board using parts obtained from another field technician, as they were not available in inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all the cubies and storage spaces were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.